Event description:
On (B)(6) 2022, pt underwent pacemaker insertion, (B)(6) 2022 office visit and pacemaker interrogation noted with lead disconnect. On (B)(6) 2022 pt taken back to cath lab for internal inspection, rv lead had perforated the right ventricle and appeared to be in the pericardial space; lead left in place. Pt referred to the tertiary facility.